Manufacturer narrative:
The instrument has not been returned to isi for failure analysis. Therefore, the root cause of the reported failure cannot be determined. A follow up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that a fragment broke off and fell inside the patient. The broken fragment was retrieved and no harm, adverse outcome or injury was reported. However, at this time it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the insert scalpel jaw blade of the harmonic ace curved shears broke off in the patient's abdomen. The broken blade was retrieved during the same procedure. There was no report of patient harm, adverse outcome, or injury. Intuitive surgical inc. (Isi) contacted the initial reported to obtain additional information, however, no further details have been obtained as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the harmonic ace insert accessory involved with this complaint and completed investigations. Failure analysis investigations replicated and confirmed the customer reported complaint. The insert accessory was found to be broken. The blade was completely broke off and was not returned with the instrument. The piece broken off measures approximately .083 x 0.372. It was concluded that the damage to the insert accessory was due to mishandling/misuse. No other damage was found. Based on the failure analysis investigation results, this MDR report is being retracted as it was determined that the breakage of the insert accessory was due to mishandling/misuse of the instrument and not due to a malfunction of the instrument.